Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15462, 3006705815-2022-15464. It was reported that the patient was experiencing ineffective therapy. X-ray revealed that the patient's left lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the lead was explanted and replaced. During the procedure, the patient's ipg was repositioned from their left side to their right side due to pain at the ipg site after falling on that site. It is unknown which lead had migrated so both are being reported.

Manufacturer narrative:
A patient was experienced ineffective therapy was reported to abbott. X-ray revealed that the patient's left lead had migrated. As a result, the patient's lead was explanted and replaced. During the procedure, the patient's ipg was repositioned from their left side to their right side due to pain at the ipg site after falling on that site. It is unknown which lead had migrated so both are being reported. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.